Event description:
It was reported that the impressions of sound that the pt heard became worse and worse, the interruptions worsening by the hour, until the pt no longer had any access to sound. It is not known at this stage whether the failure lies with the implant or whether there is an anatomical or pathological ground. Additionally, the hearing loss has drastically worsened over the last months so that re-implantation with a cochlear implant is now being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.